Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7292693. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an allergic reaction to dermabond. The patient underwent a lead pull procedure. The explanted device was unable to return due to facility policy. No device malfunction suspected.